Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was not reported. The patient was not hospitalized for the event. The treatment and the patient's outcome were not reported. The action taken with physioneal therapy was not reported. No additional information is available.